Event description:
It was reported that while the nurse was changing the dressing, she noticed the catheter had completely come out. The catheter was not replaced because it was at the end of the pt's treatment. There was no delay in treatment, no pt death and no pt complications were reported. The pt outcome was fine. Add'l info was received from teleflex france as follows: on (B)(6) 2011 info was received stating the catheter was sutured into place. The catheter was inserted on (B)(6) 2011 and the incident occurred in (B)(6) 2011. Info received on (B)(6) 2011 stated that per the clinician, the catheter was sutured in place. Info received on (B)(6) 2011 stated the juncture hub was the only thing sutured.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.